Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-13999mf fastpass scorpion batch number: 15104232 was received for investigation. Visual evaluation of the device noted that the ar-13999mf fastpass scorpion jaw would not close completely. Functional testing was performed by inserting an ar-13995n scorpion needle batch number: 1491051z into the complaint device and it was noted that when the needle was fired the jaw would not close completely as expected. This is a known manufacturing issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/06/2024, a sales representative reported via sems-(B)(4) that an ar-13999mf fastpass scorpion jaw was not closing properly, preventing it from firing. Another device was swapped, and the case was completed with no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm.